Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation; subsequently, bleedback was noted. The tubing set was being used to deliver an unspecified volume of sodium chloride solution. After an unspecified length of time in use, it was noted that the "tubing pulled out from the connector as if it was not sealed." It was reported that an unspecified volume of bleedback was noted in the tubing set. The tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.